Event description:
Per article "lardanchet j-f, et al. One-year prospective comparative study of three large-diameter metal-on-metal total hip prostheses: serum metal ion levels and clinical outcomes. Orthopaedics & traumatology: surgery & research (2012), doi:10.1016/j.otsr.2011.11.009", patient had persistent post-op pain and posterior dislocation 1 year post-op.

Manufacturer narrative:
This is a reportable malfunction. Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00379, 00380.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.